Event description:
Passed away from lung cancer [lung cancer] the injection helped but not very much with no reported adverse event [device effect decreased] case narrative: initial information received on 10-apr-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves elderly male patient who received medical device hylan g-f 20, sodium hyaluronate [synvisc one] and the injection helped but not very much and he later passed away from lung cancer. The patient's past medical history, medical treatment(s), concomitant disease, risk factor and family history were not provided. On (B)(6) 2018, the patient received hylan g-f 20, sodium hyaluronate injection, liquid (solution) of strength: 48 mg/6 ml at a dose of 6 ml 1x (once) in left knee (lot - 7rsl045e, expiry date: 31-oct-2020 with unknown route and indication). Patient wife also said that the injection helped but not very much (device effect decreased) (unknown latency). Patients wife returned a sanofi reminder call and mentioned that in (B)(6) 2022 her husband passed away from lung cancer (lung neoplasm malignant; medically significant, death) (unknown latency). The patient did not receive another injection after that one. It is unknown if there were lab data/results available. Action taken: not applicable for events. It was not reported if the patient received a corrective treatment for the event. Outcome: unknown for the event therapeutic response decreased and fatal for other event. It is unknown if an autopsy was done. The cause of death was reported as lung cancer. Reporter causality: not reported for both events. Company causality: not reportable for both events. A product technical complaint (ptc) was initiated on 10-apr-2023 for synvisc one (lot/batch number: 7rsl045e) with global ptc number: (B)(4). Sample status of ptc was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related malfunction defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 13apr2023) the production and quality control documentation for lot # 7rsl045e expiration date (2020-10) manufactured on 09nov17 packaged quantity (B)(4) singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl045e no CAPA (corrective and preventive action) was required. As of 15may23 there were 8 complaints on file for lot # 7rsl045 and all related sublots. 1 complaint was on file for lot# 7rsl045d: (1) adverse event report. 1 complaint was on file for lot# 7rsl045h: (1) tip breakage. 4 complaints were on file for lot# 7rsl045e: (1) tip breakage and (3) adverse event reports. 1 complaint was on file for lot # 7rsl045i: (1) adverse event report. 1 complaint was on file for lot # 7rsl045f: (1) packaging issue (seal of the ampoule was not glued). Sanofi will continue to monitor complaints and trending as stated to determine if a CAPA is required. The final investigation for the ptc was completed on 16-may-2023 with summarized conclusion as 'no assessment possible'. Additional information was received on 10-apr-2023 from quality department. Ptc details added. Text amended accordingly. Additional information was received on 16-may-2023 from quality department via other healthcare professional. Suspect expiry date added. Ptc results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 10-apr-2023: this case involves a patient who passed away from lung cancer after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Passed away from lung cancer [lung cancer]. The injection helped but not very much with no reported adverse event [device effect decreased] . Case narrative: initial information received on 10-apr-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves elderly male patient who received medical device hylan g-f 20, sodium hyaluronate [synvisc one] and the injection helped but not very much and he later passed away from lung cancer. The patient's past medical history, medical treatment(s), concomitant disease, risk factor and family history were not provided. On (B)(6) 2018, the patient received hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml 1x (once) in left knee (lot - 7rl045e, with unknown expiry date, strength, frequency, route, indication). Patient wife also said that the injection helped but not very much (device effect decreased) (unknown latency). Patients wife returned a sanofi reminder call and mentioned that in (B)(6) 2022 her husband passed away from lung cancer (lung neoplasm malignant; medically significant, death) (unknown latency). The patient did not receive another injection after that one. It is unknown if there were lab data/results available. Action taken: not applicable for events. It was not reported if the patient received a corrective treatment for the event. Outcome: unknown for the event therapeutic response decreased and fatal for other event. It is unknown if an autopsy was done. The cause of death was reported as lung cancer. Reporter causality: not reported for both events. Company causality: not reportable for both events. A product technical complaint (ptc) was initiated, and the results were pending for the same.